Manufacturer narrative:
The sureform 60 stapler was found to pass recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument fired successfully twice using a blue 60 reload and a white 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. There was no physical damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the customer reported that the sureform 60 stapler instrument's jaws did not open and close effectively. The procedure was completed with no reported injury.